Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve there was difficulty passing through the failed magna surgical aortic valve. The 14 french in-line sheath was used with a medtronic guidewire. The transcatheter valve crossed the surgical valve. Upon deployment of the valve, end cap separation of the delivery catheter system (dcs) occurred after minimal retraction of the capsule. The capsule was then advanced back to the starting position and the dcs with the valve intact were removed from the body. The sheath was upsized to an 18 french and the guidewire was exchanged to a super stiff wire. A second valve and dcs were loaded and the valve was implanted successfully valve in valve. No adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).